Event description:
A pt had a large pda that measured between 5 and 6 mm in smallest dimension. A 10/8 mm device was delivered successfully with a 7 fr sheath, but the superior edge of the pda retention disk was interfering with blood flow through the descending aorta. The defect was long and tubular so the device was retracted and redeployed with the retention dis in the pda so it would not block the blood flow. The device appeared in good position and stable and was released. Soon after release, the device embolized to the lpa. The device could not be retrieved and the pt was sent to surgery for closure. There was no pt injury. The pt was sent to surgery, but it was felt the defect could not have been closed with ado because of the position of the defect on the aorta and the retention disk interfering with blood flow.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 7/5/2006 and 7/12/206. As of the filling of this report, no additional information has been received by aga medical.